Event description:
Home pt's spouse reported the clamp on the transfer set being broken. Spouse stated they use an antibacterial wipe on the clamp of the transfer set twelve times a day, but does not soak the transfer set in betadine. The unit has reviewed proper procedure with the spouse. Per spouse, no pt injury or medical intervention was associated with this incident.